Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the retainer ring was came off however reservoir did able to lock in place when inserted into insulin pump. Customer stated the insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.